Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported, when she started to take her injection, the insulin leaked out and that's when she noticed, the barrel was cracked. (B)(4) syringe affected. Lot: 3065974. Catalog: 324912. Date of event: 2024-03-14. Samples: yes (B)(6).

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (medical device problem code). Investigation summary not yet available. Once the investigation is completed, the investigation summary will be provided.